Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 488 mg/dl. Customer was able to resolve no delivery with a complete set change but again received no delivery alarms. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Customer was advised to changed complete set as soon as possible. Customer was advised that supplies would be replaced.